Manufacturer narrative:
The controller was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event of a loose power port 1 connector was confirmed at the bench level. The controller failed visual inspection but passed functional testing. The con213203 contained the smr software upgrade (ui: u0.07 pmc: u0.04). No log file analysis needed since the reported event details narrative was confirmed during the visual inspection. The controller power port 1 was loose from the controller housing with the o ring gasket missing and the connector¿s locknut was tight inside. Based on an internal investigation, the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a clinic visit, a loose power port on the controller was identified. It was noted that the controller had not been dropped and the user did not use excessive force when connecting power sources. A controller exchange was performed in the clinic, which the patient tolerated well. No patient complications have been reported as a result of this event.